Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected compromised force sensor alarm. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but there is no indication that the issue was resolved. The device will be replaced and returned.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised forced sensor system alarm due to motor error alarm.